Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse in (B)(6) of peritonitis in a patient coincident with dianeal therapies for peritoneal dialysis (pd). It was not reported whether the dianeal therapies were ongoing. During a call with baxter customer services, the following was reported. On an unknown date, the patient experienced peritonitis. On (B)(6) 2012, the patient was hospitalized for the event. Treatment for the event was not reported. The patient had not yet recovered from this peritonitis event.

Manufacturer narrative:
(B)(4). Additional information: a batch review was conducted for the potentially associated lot number 12a17h25. No exceptions were observed that were related to the reported condition. The problem was not confirmed, as the sample was not returned for evaluation. Therefore the cause of the peritonitis could not be determined.

Manufacturer narrative:
(B)(4). This is report 2 of 3 involved in this peritonitis incident. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted.